Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have experienced the f-38 alarm. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during preventative maintenance. The root cause of the f-38 alarm was determined to be damage to the tube misloading sensors. To correct the condition, the tube misloading sensors were replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.